Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast reconstruction with two 440cc mentor memoryshape breast implant prostheses and experienced bilateral cutaneous contour deformity and breast pain postoperatively. Due to the breast pain, the patient had ultrasound in (B)(6) 2019 . As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left prosthesis.